Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the malfunction is likely due to customer mishandling. The instruction manual states, "attach the eto cap to the venting connector before sterilizing". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope cap was not placed on the device, as a result the tip broke off. The issue occurred during reprocessing. There were no reports of patient harm.